Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is not included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker device is suspected of having a premature battery depletion. A technical service (ts) consultant reviewed engineering analysis of the device, confirming the battery appears to be depleted normally. No sign of a premature battery depletion. Ts provided recommended programming options. The device was later explanted and is expected to be returned for evaluation. No additional adverse patient effects were reported. New information was received that a revision procedure was completed. The pacemaker device was returned. Analysis is complete. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A higher-than-expected current drain was detected, but the device had not reached a replacement indicator and the battery still supported full device function. Detailed analysis confirmed the high current was a result of a compromised capacitor connected to the device's battery. It was initially concluded that the capacitor was compromised due to the presence of excess hydrogen in the device case. However, further capacitor analysis determined that the high current was due to an internal crack within the capacitor component.

Event description:
It was reported that this pacemaker device is suspected of having a premature battery depletion. A technical service (ts) consultant reviewed engineering analysis of the device, confirming the battery appears to be depleted normally. No sign of a premature battery depletion. Ts provided recommended programming options. The device was later explanted and is expected to be returned for evaluation. No additional adverse patient effects were reported. New information was received that a revision procedure was completed. The pacemaker device was returned. Analysis is complete. Besides surgical intervention, no adverse patient effects were reported.